Event description:
The customer reported the subject device was not broadcasting an image. The reported issue occurred during an ureteroscopy. The intended procedure was completed using another device with a delay of 10 minutes. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused due to a cable failure. It was observed the cable unit was mechanically damaged ¿ twisted inside. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a cable failure, as the inside of the cable was twisted. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.